Event description:
This report is being filed upon notification from our mr manufacturer in another countrty of an event that occurred in a different country. The patient had an mr procedure performed and was scanned with the feet first into the magnet. The patient was an autistic person and was on general anesthetic during the examination. Therefore ECG-leads, oxygen saturation and a tube for anesthesia were also connected to the patient. After the scan a second degree burn (blister, 5 cm) appeared on the right arm, between the wrist and elbow where the arm was touching the cable of the rf-coil.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.